Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use and procedure could be completed. A philips field service engineer (fse) inspected the system onsite and identified that power supply to geometry pc failed because internal failure. Upon functional testing, engineer found that main power distribution unit (mpdu) fuse was blown after the power surge and would not power the geo ipc. Review of system log files showed that geo pc was malfunctioning. The engineer replaced the geo ipc, mpdu fuse and reinstalled the software. After troubleshooting, the system was returned to use in good working order. External power failures or outages may occur that can cause the allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the allura device. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that after a power surge, the allura system shut down and would not boot up. The device was in use at the time of the reported event. No patient harm was reported. Philips has started an investigation of this complaint.